Event description:
The universal high torque drill was sent for service and during testing at the MFR, it overheated. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device overheated during testing at the MFR, no comment to duplicate. The device will be repaired and returned to the customer.